Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The cause was identified as a malfunction with the force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. If additional information becomes available, a follow-up MDR will be submitted.